Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain area') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, ovarian cyst, cellulitis of face, hemorrhoids, chlamydial infection and skin disorder. Previously administered products included for an unreported indication: ulfamethoxazole-trimethoprim. Concurrent conditions included uterine enlargement, adenomyosis, pelvic congestion, abdominal pain lower, headache, chronic cervicitis, endometrial metaplasia, nabothian cyst, adenomyosis, adhesion and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera) from april 2013 to july 2013 for contraception as well as caffeine, hydrocodone bitartrate;paracetamol (norco) from june 2013 to april 2014, ibuprofen, ibuprofen (motrin) from june 2013 to april 2014, ketorolac tromethamine (toradol), misoprostol (cytotec), nsaids9-may-2013 to april 2014, paracetamol (acetaminophen)9-may-2013 to april 2014 and tizanidine. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 30 days after insertion of essure. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). In july 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy") and headache ("headache"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, hypersensitivity and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted a: as per, pfs - essure confirmation test was not performed but in initial case it was mentioned as essure device was successfully occluded. Right tube had 4 coils showing. Left tube had 3 coils showing. (As per mr) discrepancy noted in insertion date: (B)(6) 2013. Right tube had 4 coils showing. Left tube had 3 coils showing. The patient has moderate pain with procedure well and there were no complications essure removal discrepancy noted: (B)(6) 2014, unable to afford surgery patient received treatment for general abnormal bleeding, allergy, headache unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: impression: enhancing right ovarian lesion likely to represent a corpus luteum. Otherwise, no acute CT findings to explain the given complaint. Normal appendix. Multiple sub centimeter low-attenuation lesions throughout the liver, too small to characterize. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2013: transabdominal transvaginal pelvic ultrasound: 1. Probable hemorrhagic cyst right ovary 1.5 cm in diameter. Otherwise normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 20-nov-2019: plaintiff fact sheet was received. Aka name, lot number, concomitant drug, events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain area') in a 37-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, ovarian cyst, cellulitis of face, hemorrhoids, chlamydial infection and skin disorder. Previously administered products included for an unreported indication: ulfamethoxazole-trimethoprim. Concurrent conditions included uterine enlargement, adenomyosis, pelvic congestion, abdominal pain lower, headache, chronic cervicitis, endometrial metaplasia, nabothian cyst, adenomyosis, adhesion and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as caffeine, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2013 to (B)(6) 2014, ibuprofen, ibuprofen (motrin) from (B)(6) 2013 to (B)(6) 2014, ketorolac tromethamine (toradol), misoprostol (cytotec), nsaids (B)(6) 2013 to (B)(6) 2014, paracetamol (acetaminophen) (B)(6) 2013 to (B)(6) 2014 an d tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 30 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergy"), headache ("headache") and dermatitis allergic ("allergy (rash/skin condition)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, hypersensitivity and dermatitis allergic had resolved and the depression, anxiety, dysmenorrhoea and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted a: as per, pfs - essure confirmation test was not performed but in initial case it was mentioned as essure device was successfully occluded. Right tube had 4 coils showing. Left tube had 3 coils showing. (As per mr) discrepancy noted in insertion date: (B)(6) 2013 and (B)(6) 2013. Right tube had 4 coils showing. Left tube had 3 coils showing. The patient has moderate pain with procedure well and there were no complications essure removal discrepancy noted: (B)(6) 2014, unable to afford surgery patient received treatment for general abnormal bleeding, allergy, headache unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: impression: enhancing right ovarian lesion likely to represent a corpus luteum. Otherwise, no acute CT findings to explain the given complaint. Normal appendix. Multiple sub centimeter low-attenuation lesions throughout the liver, too small to characterize. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2013: transabdominal transvaginal pelvic ultrasound: 1. Probable hemorrhagic cyst right ovary 1.5 cm in diameter. Otherwise normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event genital hemorrhage, menorrhagia, hypersensitivity and dermatitic allergy changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain area') in a 37-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, ovarian cyst, cellulitis of face, hemorrhoids, chlamydial infection and skin disorder. Previously administered products included for an unreported indication: ulfamethoxazole-trimethoprim. Concurrent conditions included uterine enlargement, adenomyosis, pelvic congestion, abdominal pain lower, headache, chronic cervicitis, endometrial metaplasia, nabothian cyst, adenomyosis, adhesion and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as caffeine, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2013 to (B)(6) 2014, ibuprofen, ibuprofen (motrin) from (B)(6) 2013 to (B)(6) 2014, ketorolac tromethamine (toradol), misoprostol (cytotec), nsaids (B)(6) 2013 to (B)(6) 2014, paracetamol (acetaminophen) (B)(6) 2013 to (B)(6) 2014 and tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 30 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergy"), headache ("headache") and dermatitis allergic ("allergy (rash/skin condition)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dermatitis allergic had resolved and the genital haemorrhage, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, hypersensitivity and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted a: as per, pfs - essure confirmation test was not performed but in initial case it was mentioned as essure device was successfully occluded. Right tube had 4 coils showing. Left tube had 3 coils showing. (As per mr) discrepancy noted in insertion date: (B)(6) 2013. Right tube had 4 coils showing. Left tube had 3 coils showing. The patient has moderate pain with procedure well and there were no complications essure removal discrepancy noted: (B)(6) 2014, unable to afford surgery patient received treatment for general abnormal bleeding, allergy, headache unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: impression: enhancing right ovarian lesion likely to represent a corpus luteum. Otherwise, no acute CT findings to explain the given complaint. Normal appendix. Multiple sub centimeter low-attenuation lesions throughout the liver, too small to characterize. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2013: transabdominal transvaginal pelvic ultrasound: 1. Probable hemorrhagic cyst right ovary 1.5 cm in diameter. Otherwise normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New event allergy (rash/skin condition) was added. Injuries like pain, bleeding and allergy or other were resolved post removal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain area') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, ovarian cyst, cellulitis of face, hemorrhoids, chlamydial infection and skin disorder. Previously administered products included for an unreported indication: ulfamethoxazole-trimethoprim. Concurrent conditions included uterine enlargement, adenomyosis, pelvic congestion, abdominal pain lower, headache, chronic cervicitis, endometrial metaplasia, nabothian cyst, adenomyosis, adhesion and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception as well as caffeine, hydrocodone bitartrate;paracetamol (norco) from june 2013 to april 2014, ibuprofen, ibuprofen (motrin) from june 2013 to april 2014, ketorolac tromethamine (toradol), misoprostol (cytotec), nsaids9-may-2013 to april 2014, paracetamol (acetaminophen) 9-may-2013 to april 2014 and tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 30 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy") and headache ("headache"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, hypersensitivity and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted a: as per, pfs - essure confirmation test was not performed but in initial case it was mentioned as essure device was successfully occluded. Right tube had 4 coils showing. Left tube had 3 coils showing. (As per mr) discrepancy noted in insertion date: (B)(6) 2013. Right tube had 4 coils showing. Left tube had 3 coils showing. The patient has moderate pain with procedure well and there were no complications essure removal discrepancy noted: (B)(6) 2014, unable to afford surgery patient received treatment for general abnormal bleeding, allergy, headache unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: impression: enhancing right ovarian lesion likely to represent a corpus luteum. Otherwise, no acute CT findings to explain the given complaint. Normal appendix. Multiple sub centimeter low-attenuation lesions throughout the liver, too small to characterize. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2013: transabdominal transvaginal pelvic ultrasound: 1. Probable hemorrhagic cyst right ovary 1.5 cm in diameter. Otherwise normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc. On 23-dec-2019: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain area') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, ovarian cyst, cellulitis of face, hemorrhoids, chlamydial infection and skin disorder. Previously administered products included for an unreported indication: ulfamethoxazole-trimethoprim. Concurrent conditions included uterine enlargement, adenomyosis, pelvic congestion, abdominal pain lower, headache, chronic cervicitis, endometrial metaplasia, nabothian cyst, adenomyosis and adhesion. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2013 to (B)(6) 2014, ibuprofen, ibuprofen (motrin) from (B)(6) 2013 to (B)(6) 2014, ketorolac tromethamine (toradol) and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy") and headache ("headache"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, hypersensitivity and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted a: as per, pfs - essure confirmation test was not performed but in initial case it was mentioned as essure device was successfully occluded. Right tube had 4 coils showing. Left tube had 3 coils showing. (As per mr) discrepancy noted in insertion date: (B)(6) 2013 and (B)(6) 2013. Right tube had 4 coils showing. Left tube had 3 coils showing. The patient has moderate pain with procedure well and there were no complications. Essure removal discrepancy noted: (B)(6) 2014, unable to afford surgery patient received treatment for general abnormal bleeding, allergy, headache unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: impression: enhancing right ovarian lesion likely to represent a corpus luteum. Otherwise, no acute CT findings to explain the given complaint. Normal appendix. Multiple sub centimeter low-attenuation lesions throughout the liver, too small to characterize. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2013: transabdominal transvaginal pelvic ultrasound: 1. Probable hemorrhagic cyst right ovary 1.5 cm in diameter. Otherwise normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events: general abnormal bleeding, allergy, headache added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain area') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy, ovarian cyst, cellulitis of face, hemorrhoids, chlamydial infection and skin disorder. Previously administered products included for an unreported indication: ulfamethoxazole-trimethoprim. Concurrent conditions included uterine enlargement, adenomyosis, pelvic congestion, abdominal pain lower, headache, chronic cervicitis, endometrial metaplasia, nabothian cyst, adenomyosis and adhesion. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2013 to (B)(6) 2014, ibuprofen, ibuprofen (motrin) from (B)(6) 2013 to (B)(6) 2014, ketorolac tromethamine (toradol) and misoprostol (cytotec). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal area pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 29 days after insertion of essure. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted a: as per, pfs - essure confirmation test was not performed but in initial case it was mentioned as essure device was successfully occluded. Right tube had 4 coils showing. Left tube had 3 coils showing. (As per mr) discrepancy noted in insertion date: (B)(6) 2013 and (B)(6) 2013. Right tube had 4 coils showing. Left tube had 3 coils showing. The patient has moderate pain with procedure well and there were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: impression: enhancing right ovarian lesion likely to represent a corpus luteum. Otherwise, no acute CT findings to explain the given complaint. Normal appendix. Multiple sub centimeter low-attenuation lesions throughout the liver, too small to characterize. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2013: transabdominal transvaginal pelvic ultrasound: probable hemorrhagic cyst right ovary 1.5 cm in diameter. Otherwise normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and medical record received: case became incident. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), abdominal pain were added. Severity of event pelvic pain and abdominal pain was updated as severe. Outcome of event pelvic pain and abdominal was updated as recovered/resolved. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Reporter causality comments were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.